Event description:
A report was received stating the lower graphical user interface (gui) shows lines across the display. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The covidien field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The fse then uploaded the current software and the device passed all testing.